Event description:
It was reported that the bolt that holds the brake support is causing the frame to strip near the hole, causing the frame to break.

Manufacturer narrative:
The brake support frame material is stripping near the hole that holds the bolt. Unit was evaluated by the customer.